Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade IV, and autoimmune disease with positive ana, headaches, brain fog, blurry vision, nausea, electrical charge sensations, and rash. Date of explant: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent primary breast augmentation with a 400cc mentor memorygel breast implant on both sides and experienced bilateral capsular contracture; baker grade IV, and autoimmune disease with positive ana, headaches, brain fog, blurry vision, nausea, electrical charge sensations, and rash. As a result, the devices are scheduled to be explanted in (B)(6) of 2022. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On february 1, 2022, mentor became aware the barer grade of bilateral capsular contracture was iii, and patient underwent bilateral removal only surgery on (B)(6) 2022. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 25, 2022, mentor became aware that the date of surgery was (B)(6) 2022. Field d6b has been updated on this form. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, photo evaluation was completed. Upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 11, 2022, mentor became aware that the bilateral removal surgery was on (B)(6) 2022. Field d6b has been updated to (B)(6) 2022 on this form. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).